Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that during the procedure, the scope became fogged, so the surgeon switched to a 70-degree scope and continued the procedure, which was completed successfully. This product had been replaced last month due to a complaint (fogging occurred approximately six months after purchase); however, it fogged again shortly after replacement, which has resulted in a loss of confidence in the product. Moisture from the scope cannot be wiped off.